Event description:
The patient had two leads from the same lot. On (B)(6) 2014, the patient was implanted with a (trial) scs system. During the procedure, the patient experienced a cerebrospinal fluid leak. Post-op, the patient began to experience back and groin pain. The following day, the patient was hospitalized due to a severe headache and back spasms. It was also reported the patient was unable to urinate. As a result, the patient's (trial) scs system was removed, but the exact date of explant is unknown. The patient remained hospitalized until (B)(6) 2014 due to difficulty urinating.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.